Event description:
It was reported that the ventilator generated alarms indicating low o2 concentration and low o2 supply pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to collected information and provided photo the rupture in patient circuit was observed. During on-site visit, the check of the device was done and no malfunction of the device was found. No parts were replaced. The device passed all performance tests and could be returned to clinical use. The device's logs confirmed occurrence of reported issue. Moreover, the event logs indicate difficulties with ventilating the patient, but there are no technical error codes to indicating a ventilator malfunction. Alarms such as e.g. High respiratory rate, peep high, peep low, inspiratory flow overrange or expiratory minute volume low indicate a leakage in the patient circuit. Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. The cause to the reported issue has been determined as related to patient circuit.

Event description:
Manufacturer's ref. #: (B)(4).